Event description:
It was reported that as the surgeon was reaming the glenoid, the threads of the gold reamer broke off.

Manufacturer narrative:
Eval summary: the reamer has an approximate field age of 3 years and 2 months. As returned the reamer shows wear not uncommon for its time spent in the field. Reamer locking screw fractures may occur if the locking screw is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver. The deformation on the reamer body's facets may have been caused by repeated use when not fully engaged with the driver tabs. However, an exact cause cannot be determined with certainty. Eval: the reamer locking screw has fractured at the threads and remains inside the driver. The reamer body facets are also deformed. No info on when this deformation occurred has been reported. The parts were dimensionally inspected and found to be conforming where measured. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.